Event description:
Blister noted on l [left] lower lip upon extubation. Rn nor rt [respiratory therapy] noted blister prior to extubation however, blister purple in color and did not look like a new wound. Wound consult placed. With all of the issues with anchofast failure to adhere causing issues with increased pressure in areas of adhesion, this is thought to be related to the device. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter). Escalated increase in quality issues to the vendor, setting meeting up with their quality and medical leadership. [Redacted] safety & quality, respiratory, regulatory, supply chain, and clinical teams are trialing a different product due to quality concerns that are getting worse.